Event description:
The air feeding of the processor was low which could not meet the requirement of use. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Lt was found by distributor engineer during daily inspection,engineer dusted the air pump and processor, air feeding capacity met the normal use requirements. Reminded the hospital that the daily operation and reprocessing procedure of the endoscope should be regulated in accordance with the IFU, which can reduce the occurrence of accidents.